Manufacturer narrative:
The customer reported that the unit would unexpectedly shut down. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit would unexpectedly shut down.